Event description:
It was reported that the procedure was to treat a mildly tortuous, concentric, 100% stenosed mid left superficial femoral artery. A non-abbott guide wire crossed the lesion and a fox sv balloon catheter was advanced over the guide wire with some resistance. Pre-dilatation was performed; however, when the balloon catheter was being removed from the anatomy, the catheter got stuck on the guide wire. The guide wire and catheter were removed as a single unit. An attempt was made to remove the catheter from the wire outside the anatomy; however, the catheter could not be removed. The physician commented that the issue occurred as the guide wire lumen had not been flushed prior to use. The procedure was successfully completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted the fox sv instructions for use (IFU) states: connect a syringe filled with heparinized isotonic saline to the hub of the catheter. Flush the guide wire lumen until saline comes out of the guide wire port. In this case, it is likely that as the guide wire lumen was not sufficiently lubricated, the guide wire met resistance during advancement and retraction. Based on the information reviewed, there is no indication of a product deficiency.